Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump detected that the cartridge is empty and all deliveries have stopped. In this case the pump alarms will re-notify every 3 minutes until the alarm is cleared, the cause of the alarm is addressed and then insulin delivery is manually resumed.

Event description:
Reportedly, the pump ran out of insulin. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history. The customer acknowledged that they forgot to change out their empty cartridge when they should have which led to elevated blood glucose (bg) level of 1150 mg/dl and loss of consciousness. Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider and was subsequently admitted to the intensive care unit. Customer was treated with manual injections and intravenous fluids of saline and insulin and was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.